Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video laparoscopic gastroplasty procedure, at the time of the fourth shot the stapler presented a noise as if it was breaking, wherein the stapler was unable to fire then. There was no patient injury.